Manufacturer narrative:
(B)(4).the device was returned to the factory for evaluation. Slight evidence of blood and clinical usage were observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the jaws. Based on the returned condition of the device as returned, the reported complaint was confirmed.specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.(B)(4)

Event description:
When the device was opened, the tips of the hemopro were reportedly bent. I have a picture that I can send. Please send me the email address and I will forward. The device will return. No injury to patient

Manufacturer narrative:
December 20, 2015 06:09 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
When the device was opened, the tips of the hemopro were reportedly bent. I have a picture that I can send. Please send me the email address and I will forward. The device will return. No injury to patient